Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a pitch cable dislodged in the housing at the proximal end. Failure analysis found the primary failure of dislodged pitch cable to be related to the customer reported complaint. The instrument housing was removed and found that the pitch cable was dislodged. This causes the instrument to move opposite way. The complaint was confirmed by failure analysis. Additional observation related to customer reported complaint included the instrument was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the dislodged pitch cable on the proximal end.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument moved to the opposite way. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue persistently occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer (hrsv) and the surgeon was attempting to manipulate instruments from the sc. The timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference. No shakiness, friction, or external collisions were experienced.